Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 12268332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury"), dysmenorrhoea ("dysmenorrhea"), genital haemorrhage ("gen. Abnorm. Bleed"), menorrhagia ("menorrhagia") and dermatitis allergic ("rash/skin conditions"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, genital haemorrhage, menorrhagia and dermatitis allergic had resolved and the psychological trauma outcome was unknown. The reporter considered dermatitis allergic, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: patient received treatment for events ¿ pelvic pain , menorrhagia, dysmenorrhea, general. Abnormal. Bleeding lot number:12268332 manufacturing date: 2004-11 expiration date:2006-02 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 12268332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury"), dysmenorrhoea ("dysmenorrhea"), genital haemorrhage ("gen. Abnorm. Bleed"), menorrhagia ("menorrhagia") and dermatitis allergic ("rash/skin conditions"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, genital haemorrhage, menorrhagia and dermatitis allergic had resolved and the psychological trauma outcome was unknown. The reporter considered dermatitis allergic, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: patient received treatment for events ¿ pelvic pain , menorrhagia, dysmenorrhea, general. Abnormal. Bleeding. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Lot number added. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury"), dysmenorrhoea ("dysmenorrhea"), genital haemorrhage ("gen. Abnorm. Bleed"), menorrhagia ("menorrhagia") and dermatitis allergic ("rash/skin conditions"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, genital haemorrhage, menorrhagia and dermatitis allergic had resolved and the psychological trauma outcome was unknown. The reporter considered dermatitis allergic, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: patient received treatment for events ¿ pelvic pain, menorrhagia, dysmenorrhea, general. Abnormal. Bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received-event injury updated to pelvic pain. New events menorrhagia, dysmenorrhea, general. Abnormal. Bleeding ,psych injury, rash/skin conditions were added. Outcome of pelvic pain updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.